Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, however no additional information has been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 06, 2016. (B)(4).

Event description:
It was reported the patient underwent a recent cardiac implant procedure. Once sutured, the surgical incision was covered using an aquacel® ag surgical hydrofiber® dressing. Sometime later, the patient presented to an emergency room at another facility for an unrelated issued. The dressing was removed from the patient's sternum "improperly" during the examination and/or treatment. The patient reportedly developed a hematoma as a result. The patient's hematoma was treated surgically. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Hematomas typically develop over time as the result of internal, subcutaneous bleeding and are an inherent risk associated with aspects of a procedure such as cardiac implant. The most common post-procedure causes of hematoma are improper suturing, insufficient cauterizing, or inadequate pressure being applied to incision site. There is no clinical evidence to suggest that a dressing can cause or contribute to the development of a hematoma. Typically any bleeding associated with removal of a surface dressing would be seen on the cutaneous surface. Subcutaneous bleeding would most likely be associated with procedural aspects. The directions for use state: "to remove the dressing, press down on the skin with one hand and carefully lift an edge of the dressing with your other hand. Stretch the dressing to break the adhesive seal and remove." If removed improperly the result would likely be wound dehiscence and external bleeding. It is highly unlikely that improper dressing removal would contribute to hematoma development. Improper sizing of the dressing or improper application with the adhesive portion of the dressing in contact with the incision or the sutures would most likely result in external bleeding at dressing removal. This would be readily recognized by a practitioner and appropriate measures would be taken to prevent a serious injury. Based on the limited information provided it is not possible to determine a relationship between the dressing and the reported event; however, there are procedural and patient factors that may have contributed to the reported event.further information has been requested, but not provided to date. Should additional information become available, a follow up report will be submitted. Reported to the FDA on january 07, 2016. (B)(4).